Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", "siliconomas" and "capsular contracture baker I" confirmed via ultrasound. This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, granuloma and rupture was received on may 20, 2026 with lot number 2683564. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - granuloma: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture", "siliconomas" and "capsular contracture baker I" confirmed via ultrasound. This record is for the left side. The device was explanted.